Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had a cut. The patient was stable. No further information was available.

Manufacturer narrative:
A complete lead was returned. Visual examination found cut at the outer insulation. The cause of the reported event was consistent with procedural damage. No anomalies were found.